Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pace impedance measurements on left ventricular (lv) lead. Boston scientific technical services (ts) was consulted and discussed this was a jumpy increase. The crt-d was found to be at elective replacement indicator (eri) and ts recommended a thorough evaluation of this lead at the generator changeout procedure. Further information was received that this device was explanted due to normal battery depletion (nbd). No adverse patient effects were reported. This device has been received for analysis.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pace impedance measurements on left ventricular (lv) lead. Boston scientific technical services (ts) was consulted and discussed this was a jumpy increase. The crt-d was found to be at elective replacement indicator (eri) and ts recommended a thorough evaluation of this lead at the generator changeout procedure. No adverse patient effects were reported. At this time, this device system remains in service.